Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Building service coordinator reported pump "infusing to fast". Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the event log was reviewed, all infusions had gotten to a point that each infusion completed but nothing that would indicate it was infusing to fast. The pump was connected to an administration set (hs-008, lot # 2203016) and a 100 ml infusion was ran on the pump. The volume infused was 96.90 ml. The programmed volume was 100 ml. So, the flow rate deviation is -3.1%. The flow rate accuracy is within +/- 5%, which meets the passing criteria.